Event description:
The pt reportedly experienced intermittent operation while using the sound processor. For approximately three weeks, the area around the implant reportedly was swollen and the pt perceived pressure at the implant site. For approximately two weeks, the pt reportedly has not heard sound while using the sound processor. The pt was seen at the center for device evaluation. Testing confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another clarion device.